Event description:
The haptic did not look right after the lens was implanted in the eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-01286 for delivery device used with this intraocular lens.